Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 451 mg/dl at the time of incident. Advised to make sure the blue transfer guard is secure before filling reservoir with air troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.